Manufacturer narrative:
The insulin pump compromised force sensor system alarm at 4.0 lbs during prime test and motor error during basic occlusion test due to force sensor resistor damage by moisture. The insulin pump was received with cracked case at display window corners, reservoir tube lip and battery tube threads and scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm during basal. The customer's blood glucose was 468 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.